Event description:
On (B)(6): customer reports that they were performing a urology stent placement procedure under general anesthesia when the system fluoro failed. Customer did not provide patient gender and age information. Physician placed the stent with use of endoscopy and procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) replaced the infimed system. Fse then re-calibrated the camera according to infimed service manual and entered the host name and ip address. Fse then verified proper operation according to hydravision dr system service checklist and returned unit to full service.